Manufacturer narrative:
Additional, changed, and/or corrected data: d6(a).

Event description:
Patient reported "deflation". This relates to the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". This relates to the right side. The device remains implanted.